Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 0.9; second test inr = 1.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 070380. First test inr = 0.9; second test inr = 1.3 mean = 1.10; sd = 0.28; %cv = 25.7%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.